Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced a slight blur and had uncorrected cylinder. The iol was exchanged ten days after the initial implant procedure. Additional information was provided indicating that the iol was exchanged for a different lens model and power. The patient's issues have been resolved.

Manufacturer narrative:
Evaluation summary: the lens was returned in a sealed peel pouch. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).